Manufacturer narrative:
The biomedical engineer reported that the patient unexpectedly passed away while being monitored on the central nurse's station (cns). The central nurse's station (cns) alarmed as it should have and all nihon kohden equipment was functioning normally. Per the hospital's biomedical engineer, the alarm was missed by inattentive hospital staff. Event logs and full disclosure data have been requested for nihon kohden's review, however, we were unable to obtain the log files.

Event description:
The patient unexpectedly passed away while being monitored on the central nurse's station (cns).